Manufacturer narrative:
Correction/removal reporting number is pending FDA assignment. (B)(4).

Event description:
It was reported that the device was identified to be a subject of the recall. The device was explanted. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of extended charge times could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found.